Event description:
It was reported that during the implant procedure, there was difficulty placing the atrial lead, presumably due to the patient's anatomy. The lead had high and varied thresholds and the lead's helix did not appear to completely retract when the lead was repositioned. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.